Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was a pericardial effusion noted via echocardiogram several days following the implant procedure. The cause of the effusion was suspected to be a cardiac perforation by the right ventricular (rv) or right atrial (ra) lead, however this could not be confirmed. The patient required cardiopulmonary resuscitation (CPR), however the patient expired. The official cause of death could not be confirmed, as there was no autopsy performed. There was no allegation from the healthcare professional that the patient¿s death was related to the performance of any of the implanted devices or the implant procedure. Related manufacturer report number: 2938836-2019-13138.